Event description:
(B)(6) clinical trial. It was reported that subsequent to a coronary stenting treatment procedure, myocardial infarction, stent thrombosis, target vessel revascularization and mal-apposition occurred. In (B)(6) 2011, the subject presented with pounding sensation in the upper chest and hypertension with systolic blood pressure in the 180s and was diagnosed with non-st elevation myocardial infarction (killip classification I) and underwent cardiac catheterization which revealed 2 lesions. The first lesion was a bifurcated de novo lesion located in the proximal left ascending (lad) artery with 100% stenosis and was 40mm long with a reference vessel diameter of 2.25mm. It was treated with pre-dilatation and placement of a 2.25 x 20 mm taxus liberte stent with 0% residual stenosis. Post dilatation was performed using a 2.0 x 20 mm apex balloon. The second lesion was also a bifurcated de novo lesion located in the 1st diagonal branch artery with 100% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.50 x 20 mm taxus liberte stent with 0% residual stenosis. Post dilatation was done using a 2.75 x 32 mm stent. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the subject presented with heartburn in the center of the chest, left arm numbness, syncope associated with shortness of breath and nausea. ECG revealed st depression in the inferior leads with some nonspecific qrs widening. T-waves were little bit peaked in v2 and v3. Some st depression in v3, v4 and v5 were noted. Troponin and ck values were found to be elevated. The subject was diagnosed with myocardial infarction and was hospitalized on the same day. Angiography identified a 100% in-stent thrombosis of the previously implanted stent in the proximal lad and was treated with aspiration thrombectomy and balloon angioplasty. Residual stenosis was 0% post procedure. Post thrombectomy, intravascular ultrasound revealed mal-apposition of study stent in the proximal lad and was treated with balloon angioplasty. Complete apposition of the study stent was achieved following balloon angioplasty. The subject was recommended on aspirin and prasugrel. These events were considered to be resolved without residual effects.

Event description:
It was further reported that the event myocardial infarction has been updated to non-st elevation myocardial infarction. The patient was discharged from the hospital two days after target vessel revascularization was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure the 2nd target lesion was treated with the placement of a 2.75x32 taxus liberte, not a 2.5x20mm taxus liberte as previously reported. At the time of the event, during the intubation of the left coronary artery, the subject experienced ventricular fibrillation and was successfully cardioverted. Subsequent atrial flutter was treated with intra-venous amiodarone. In the opinion of the physician, the ventricular fibrillation was not related to the stent.